Event description:
It was reported that the device oversensed one event that inhibited bi-v pacing. Myopotential oversensing was suspected. Programming changes were recommended. The physician suspected the patients low magnesium levels were a contributing factor. No changes were made and patient condition was good after the event.

Manufacturer narrative:
(B)(6).